Manufacturer narrative:
The other relevant components include: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen 2000 mcg/ml; 524 mcg/day via an implantable pump. Indication for use was intractable spasticity, cerebral palsy and head/brain injury. It was reported the patient's dose had been gradually increasing over a period of time. The patient was in for standard pump replacement on (B)(6) 2018. The pump was nearing elective replacement indicator (eri). In the operating room the physician was unable to aspirate the catheter via the side port. The issue was not determined. The entire catheter was replaced (B)(6) 2018. The explanted catheter was discarded. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury. Other medications the patient was taking at time of the event were not available. Patient weight was (B)(6). Medical history was anoxic brain injury. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The date of the event was approximately (B)(6) 2017. The serial numbers of the explanted pump and catheter were unknown. The patient was seen in the office sometime in (B)(6) 2017, where he was found to have increased tone. The dose was increased (to unknown amount) to see if that resolved his symptoms. The patient experienced increased tone/spasticity related to the catheter issue. The cause of the catheter issue was unknown.